Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a severe skin reaction from the pod adhesive at an additional pod application site on the thigh, attributed to prior pod use. The affected site did not resolve without medical intervention. The patient sought medical attention from a dermatologist, where a skin infection was diagnosed. Treatment included a prescribed topical ointment and oral medication (product names unknown). The dermatologist recommended discontinuation of pod use, and the patient transitioned to insulin pen therapy. The patient was not wearing a pod at the time of evaluation. No impact to blood glucose levels was reported. 08 may 2026 was used as the occurrence date for reporting purposes, as the event occurred ¿a while ago¿ and the exact date is unavailable. The encounter was an outpatient visit. This represents the fourth affected site. Device identifiers are unavailable due to elapsed time. (Insulet reference numbers: (B)(6).